Event description:
The customer reported that while the unit was in use on a patient, the ECG and pressure waveforms on the display were distorted. The digital readouts and waveform printouts remained normal. The patient was switched to another unit and therapy was continued. No patient injury was reported.